Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that they believed the implanted device was not working to relieve the patient's parkinson's disease symptoms as it was intended. The deep brain stimulation (dbs) therapy had worked quite good for the first six months or so. The patient's health care provider (hcp) had programming challenges and they believed the patient was overstimulation because of multiple falls they had at that time. The patient had been experiencing freezing episodes and still experienced "off times." The freezing episodes had been getting worse and now the patient was freezing multiple times per day for about an hour each time. The patient was "frozen like a pillar" during these times, which is why they thought the dbs system was not working as intend. The patient met with their hcp in (B)(6) and the hcp told them that the dbs system was fine and nothing really could be done regarding the freezing. The implantable neurostimulator (ins) was reprogrammed by a manufacturing representative, but the reprogramming had no effect on the patient's symptoms. When the dbs system was implanted, the patient was given the expectation that the system would control the patient's tremors and freezing. Prior to having the system implanted, the patient did not have any freezing. The patient was going to see a new hcp. No further patient complications were anticipated.